Event description:
The account alleged the side rail was not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch had a sticky substance on it and it was not moving. The tech cleaned the side rail latch and lubricated it to resolve the issue.